Event description:
It was reported the pt was admitted to the hospital with pneumonia. While hospitalized, the pt underwent a percutaneous coronary intervention (pci) in 2004; an angio-seal device was deployed to seal the arteriotomy site with hemostasis achieved. The pt was transferred to the respiratory ward. Several days later, the pt was diagnosed with an infection at the groin puncture site; reportedly due to improper puncture site wound care post procedure. Antibiotic therapy was administered which resolved the site infection; however, the pt expired eight days later. The autopsy report revealed methicillin resistant staphylococcus aureus (mrsa); the cause of death was an infected heart value.